Event description:
Per medwatch mw5152729: "caller stated that the pump is being turned off due to a blood clot at the catheter site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
Medwatch report was coded as jxg, intera does not market products with jxg procode. Intera does not manufacture a pump that can be "turned off." No serial number, lot number, brand name, patient information, indication, or other identifying factors present in the medwatch report. The report may involve the use of the intera tapered catheter. Thrombosis is a known adverse event documented in the literature associated with hepatic artery infusion therapy. The report did not include the disease indication or intended use of the device, so it is unclear if intera product is positively involved in this report.